Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 3.2mm drill bit broke during drilling the side screws for plate insertion during the procedure of dynamic hip screw fixation on a patient who sustained hip fractures. Attempts to enlarge the drill hole to retrieve the drill bit distally within the medullary canal. Further action was not attempted as that would compromise the stability of the fracture. Moreover drill bit within the intramedullary canal deemed cause not additional harm to patient. No patient harm reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Date returned to manufacturer subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action and a an investigation summary was conducted/performed. The report indicates that: the investigation summary is a translated conclusion. A DHR- check was performed. The production was exactly executed according to standards. All fabrication dimensions and tolerances have been compliant with the valid drawing at the date the item was manufactured. The stretching processing of the spiral groove at the point of rupture is an indication to a large torque, which led to the braking of the drill. Because the drill bit definitely broken, the complaint is confirmed. Since there were no deviations from specifications and manufacturing process detected, the complaint is from a manufacturing point of view rated as, not valid. Conclusion: this multiple use drill bit is 10 years old and it is unknown how many times it was used before the breakage occurred. The missing portion of drill bit¿s cutting head measures approximately 22mm and the condition of drill bits¿ cutting edges is unknown. Synthes instruments should be inspected to damage and wear after processing, prior to sterilization and production. 97 pieces of lot 2165498 were manufactured in december 2005 and all were distributed worldwide. We are not aware of any quality issues related to the article and lot number in question. All fabrication dimensions and tolerances have been compliant with the valid drawing at the date the instrument was manufactured. The stretching processing of the spiral groove at the point of rupture is an indication to a large torque, which led to the braking of the drill. The microscopic view of the broken surface does not show any anomalies of materials structure, what indicates material conformity as well. Taking into account all relevant findings, we assume that the drill bit broke during use because of a mechanical overloading situation. Neither a product nor a material related fault was found. No corrective & preventive actions are proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product codes: gff, gfa, hsz. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6).